Event description:
The target lesion was the left circumflex. The vessel was de-novo, eccentric, bifurcated, diffuse and plaque rich lesion. Aha/acc classification of the vessel was type c. The lesion length was 15mm and vessel diameter was 3.0mm. The procedure was an elective case. Pre-dilatation was not conducted. A 3.0 x 18mm cypher was implanted at 12atm for 9 seconds and at 16atm for 15 seconds. Post-dilatation was not conducted. Ivus was conducted. The residual % of stenosis was 0%. Timi flow was 2 before the procedure and 3 after the procedure. Act was not measured. Four hours after the pci, the pt complained of chest pain. Coronary angiography was conducted and thrombus was observed in the cypher stent. To treat the thrombus, aspiration and balloon angioplasty was conducted with a 3.25 x 13 mm balloon at 16 approx 20 atm. Physician indicated that the possible cause of the thrombotic event was because a distal embory occurred due to the plaque rich lesion, blood flow worsened, and the proximal portion of the stent was underdilated.

Manufacturer narrative:
This device is distributed outside the united states; however, it is similar to the united states product. The product remains implanted in the pt and is not available for analysis. Add'l info will be submitted within thirty days upon receipt.